Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touchscreen was intermittently unresponsive. Customer's blood was 130 mg/dl. Reportedly, the customer declined to provide additional information, and declined troubleshooting with tandem technical support.